Event description:
The unit read system failure, bio med called to check out the unit. Bio med tested the unit with the manufacturer tech support. The unit needed to be sent back to company.received the unit back about a month later, and the manufacturer put in a new mag pump drive. Unit was sent back to the department.